Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the battery pack assembly. After replacing the battery pack assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device initially would not operate on dc power. However, the device did come on and was used to resuscitate the patient.